Event description:
The device was being used during a scheduled procedure in the facility cath lab. Reportedly when an attempt was made to defibrillate the pt, the device would not discharge through quik-combo adult pacing/defibrillation/ECG electrodes when the shock button was pressed. With repeated attempts the device successfully discharged and defibrillated the pt.